Event description:
It was reported that this pacemaker exhibited atrial undersensing. The patient experienced chest pain. No out of range measurements were observed by boston scientific technical services (ts). Ts discussed reprogramming options. Additionally, the health care professional (hcp) stated faxed reports were not received. No adverse patient effects were reported. At this time, this device remains in service.